Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 536 mg/dl. The customer was treated for high blood glucose with a syringe. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 536 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. Customer received 2 motor error alarms and the low battery in the alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.